Event description:
It was reported that the device was explanted after implant duration of zero days, due to ventricular rupture. It was also learned the pt expired from excessive bleeding due to the ventricular rupture. Learned from op report. It was additionally reported that a second device, model #6900ptfx, was implanted. Refer to MFR# 6000002-2008-08969.

Manufacturer narrative:
Device not returned.